Manufacturer narrative:
The pump alarmed pump error 38 during the rewind due to an unlocked keypad connector. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests or verify the pump error 4, pump error 20 or the low reservoir alarms due to the pump error 38. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor can't communicate and crc is incorrect and low reservoir despite reservoir is full of insulin. Customer's blood glucose was unknown mg/dl.